Event description:
Add'l info rec'd from MFR 4/27/04: the review of MFR's complaint file indicates that this is the first time such a defect is reported on prisma m60 preset lot number 02d0974e. The incriminated sample was investigated. The root cause leading to thre reported defect is a bad positioning of the set on the machine due to an overthickness of tubings at the back of the cartridge. Corrective actions were implemented to avoid this problem. The review of MFR's complaint file indicates that this is the first time such a defect is reported on prisma m60 preset lot number 02d1781e. The incriminated sample was investigated. A component is damaged. The incriminated device was probably knocked or roughly handled. This type of complaint is very rare. The review of MFR's complaint file indicates that this is the first time such a defect is reported on prisma m60 preset lot number 02b1966e. The incriminated sample was investigated. The root cause leading to the reported defect is a bad positioning of the set on the machine due to an overthickness of tubings at the back of the cartridge. The review of MFR's complaint file indicates that this is the first time such a defect is reported on prisma m60 preset lot number 03e2159e. The incriminated sample was investigated. MFR considers this product to be conform. The review of MFR's compliant file indicates that this is the first time such a defect is rep0orted on prisma m60 preset lot number 02j2371e. The incriminated sample was investigated. The root cause leading to the reported defect is a bad positioning of the set on the machine due to the overthickness of tubings at the back of the cartridge. The review of MFR's complaint file indicates that this is the first time such a prime problem is reported on prisma m60 preset lot number 02i2391e. The incriminated sample was investigated. There is a crack on the effluent pump segment. The defect was detected during priming and no safety issue was possible. The review of MFR's complaint file indicates that this is not the first time such a defect is reported on prisma m60 preset lot number 0211786e. The incriminated sample was investigated. No anomaly was observed (except an over thickness tubing at the back of the cartridge). The root cause leading to the reported defect is a bad positioning of the set on the machine due to an overthickness of tubings at the back of the cartridge. The review of MFR's complaint file indicates that this is the first time such a prime problem is reported on prisma m60 preset lot number 01j2487e. The incriminated sample was investigated. The set was probably shocked or improperly removed from pry plack. The review of MFR's complaint file indicates that this is the first time such a prime problem is reported on prisma m60 preset lot number 01k2670e. The incriminated sample was investigated. The dialysate port (dialysate inlet side) is broken. This defect should have been detected during the manufacturing process and the device should have been rejected.

Event description:
Filters have failed to prime properly in at least 12 cases over the last several months. Gambro's qa dept has concluded the following: summary of analysis or investigation: varies sets would not prime properly root cause of reported problem: the r&d dept after investigating all of the sets found several different issues. Several sets were found not to have any priming problems, but were difficult to load onto the machine because of an over thickness of the tubing. Other sets were found that there were component damage to the set. They found several sets that the filter was detached from the plate and that the clips of the cariridge were broken. The manufacturing group also found a set with a crack on the effluent pump segment and a set with a broken dialysate port. Corrective actions: depending on the problem found, the manufacturing group notified the production line and retraining was performed. They also are looking to change their in-process control. The manufacturing group will also trend the noted problems.